Event description:
A diamondback 2.00 orbital atherectomy device was used in the superficial femoral artery to treat two (2) lesions. Calcific emboli were seen with minimal flow to the dorsalis pedis artery via subsequent angiogram. The artery exploration embolectomy was performed in the or. The subsequent angiogram showed there was some distal flow although it was minimal into the toes.